Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken is found with the following conditions: sharp edge on posterior with stress marks assessed as surgical impact opening, striated edge due to surgical damage, one striated opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on posterior with stress marks assessed as surgical impact opening, striated edge due to surgical damage. One opening striated assessed as surgical damage. Missing shell/patch assessed as inconclusive.

Event description:
Physician reported that "patient felt pain in the breast, doctor diagnose rupture and explant" on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported that "patient felt pain in the breast, doctor diagnose rupture and explant" on right side. The device has been explanted.